Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl. Reportedly, the customer forgot to deliver a bolus for food consumed. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.